Manufacturer narrative:
Concomitant medical products: 01.00181.480, lot# 2430433, metasul ldh, head, 48, code n, taper 18/20. 01.00121.050, lot# 2419953, alloclassic, sl stem, offset, uncemented, 5, taper 12/14. 01.00185.148, lot# 2264492, metasul ldh, head adapter, xl, +8, taper 12/14-18/20. PMA/510(k) number: this product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k053536. Device history record (DHR) was reviewed and no discrepancies were found. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient had a revision surgery approximately eleven years post implantation due to metallosis. Attempts to obtain additional information have been made; however, no more is available.